Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around lg-lens peeled off and moisture entered inside of lg-lens and corroded. The event can be detected by following the instructions for use (IFU) section which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center for annual inspection with no alleged complaint. Upon inspection and testing of the returned device, foreign material was observed inside the light guide lens (lg lens). This report is being submitted for the malfunction found during device evaluation (foreign material inside lg lens). There was no patient or user injury reported due to the event.

Manufacturer narrative:
In addition to foreign material inside lg lens, service found that the suction cylinder had no color, there was a leakage due to damaged guide pin on the electrical connector, the bending angle in up direction was out of specification due to wear of the angulation wire, the distal end was corroded, the cover of the light guide bundle was damaged, the adhesive around the objective lens was cracked, the light guide lens was cracked and there was corrosion around the forceps elevator. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.